Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: (B)(6). Serial: (B)(6). Batch: 19075993.

Event description:
It was reported that the patients leads migrated. The patient underwent a revision procedure wherein the leads were repositioned back to its original location. The patient was doing well postoperatively. The device remains implanted and in use.